Event description:
The customer contact reported a separation, subsequently a leak was noted. The tubing set was to be used to deliver and unspecified medication. It was reported that a separation was noted at the junction of the filter and the tubing. The customer reported that an unspecified volume of solution leaked. There was no reported adverse effects or delay of therapy critical to this patient. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. E.2.: no info was provided; therefore the box was left blank. This report represents all the info known by the reporter upon query bh hospira personnel.